Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The patient tests her blood glucose two times a day and manages her diabetes with pills, diet and exercise. About a month prior to contacting lfs, the patient claims that her meter was reading inaccurately high and reportedly increased her glucophage (unspecified dosage). Sometime after the reported meter issue began, the patient reportedly developed symptoms of "heavy sweating and blurred vision" and claims that she did not seek any medical interventions or received treatment. At an unspecified time/date the patient reported blood glucose results of "103 mg/dl" with a lifescan meter and "410 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl for lfs accuracy testing criteria. It would have been helpful to know whether the patient was able to obtain any readings on the subject meter at the time of the reported symptoms. It would also be helpful to know when after the reported meter issue the patient claim of developing the symptoms. The unit of measurement was set correctly to mg/dl at the time of testing. The memory in the meter matched. The testing technique and cleaning of the puncture area was correct at the time of testing. However, the patient miscoded the meter, which may have contributed to false blood glucose readings. The patient's products are being replaced. This complaint is being reported because the patient claimed she obtained an allegedly inaccurate high reading on her meter, administered treatment based on the alleged reading and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.